Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) developed dyspnea and sense of heat within 15 minutes of initiating a dialysis treatment with a polyflux 170 h dialyzer. Treatment was stopped without returning the blood in the extracorporeal circuit to the patient resulting in a blood loss. The patient improved and the treatment was restarted 30 minutes later using a different type of dialyzer.